Event description:
Update 6/26/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated instability, dislocations, and malpositioned cup. Lab results from (B)(6) 2012 indicated metal ion levels below 7ppb.

Event description:
Update 5/19/15-pfs received. After review of the pfs for MDR reportability, the femoral stem is being added for the alleged high metal ions. The complaint was updated on:6/12/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address malpositioning of the cup, which was causing dislocation. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, and swelling. Date of implant has been provided. Metal liner and femoral head are now being reported. Update rec'd (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt-chromium metal ions, and inflammation. Update (B)(4) 2015 - pfs received. After review of the pfs for MDR reportability, the femoral stem is being added for the alleged high metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.